Event description:
A talent captiva stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approximately 2 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Approximately 25 days post-implantation, the pt presented emergently with chest pain; further details and the exact nature of the emergency are unk. The physician elected to convert the pt to an open repair and explant the stent graft. The pt has been extubated. No additional clinical sequelae were reported, and the pt is stable. The explanted stent graft has been received by medtronic, and the analysis is pending.

Manufacturer narrative:
(B)(4). Eval, results: conversion to open repair. Pending device eval. Conclusions: pending device eval.